Manufacturer narrative:
(B)(4) was used to capture the additional surgical intervention taken to surgically abandon the lv lead.

Event description:
It was reported that this left ventricular (lv) lead exhibited high intermittent pacing thresholds and loss of capture. Subsequently, the lv lead was surgically abandoned and replaced. A new lv lead was successfully implanted. No additional adverse patient effects were reported.